Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on the drawer were busted. The field service engineer replaced the rail and adjusted c rail on chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed to close which caused a delay in accessing the medications to the patient. Customer stated that it took about 10 minutes to get it to close. The customer also added that the rail on the right side of the drawer was broken and not properly latching when opening or closing. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to close, taken for about 10 minutes to get it to close and it delayed obtaining the required medications. The customer added that the rail on the right side of the drawer was broken and not properly latching when opening or attempting to close. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rail on the right side of the drawer was broken. A field service replaced rail and adjusted rail on chassis to resolve. The system was functional as intended.